Event description:
It was reported that the patient's generator was moving in the pocket due to recent weight loss. Patient would like to see a surgeon to have the device sutured down, as the movement is causing pain. It is unknown if surgery has occurred to date. Attempts for further information have been unsuccessful to date.